Event description:
It was reported that during a hartmann procedure rectum resection procedure, the surgeon positioned the stapler at the rectum, closed it (which felt normal), fired it (which felt normal). But unfortunately, the rectum was only cut and not closed with staples. No staples could be seen in the rectum stomp. At the resection side a staple line is seen but only at one side so the resected tissue is also open. Procedure was prolonged by 30 minutes. The surgeon closed the rectum with a 2-0 vicryl. There was no reported pt consequence.

Manufacturer narrative:
Eval summary: the analysis results showed that the device was received in good visual conditions and with the original cartridge loaded in the device. The cartridge was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods, the devices are visually inspected based on a sample. The batch history records were reviewed with no anomalies noted during the mfg process.